Manufacturer narrative:
A ge service rep performed an on site investigation. The main power plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had no power to the control panel and a communication error on the right monitor. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.